Manufacturer narrative:
In manufacturer's report (MFR) # 3004209178-2018-14191, it was reported that impedances were not in range and the patient had their system explanted. It was corrected by the healthcare provider that there were no impedance issues and the system explant was previously reported. Additional review indicates the information related to the system explant pertains to MFR # 3004209178-2017-09837; any additional information related to the system explant will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that it was unknown if the cause of the inadequate pain relief was determined. There was no precipitating event or cause identified.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. A clinical diagnosis of a loss of pain relief was reported (and a device diagnosis was not applicable). On (B)(6) 2016, the patient reported that she had not utilized the device in one month as she did not feel as though it was helping significantly. On (B)(6) 2017, the patient reported increased radicular pain but stated she had not used her spinal cord stimulation lately. She was still able to charge the spinal cord stimulator but it did not adequately cover her pain. The event was possibly related to the device or therapy, and was not related to the implant procedure or programming. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2015. No action was taken and the event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the leads were explanted and replaced with a non-medtronic¿s lead. Conflicting information was further reported stating that the entire system was explanted and not replaced. Follow up is being performed to obtain clarification of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study clarified that the entire system was explanted. The cause of the inadequate pain relief was unknown. There was no precipitating event or cause identified. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the device was explanted and not replaced on (B)(6) 2017. The outcome was resolved without sequelae.